Event description:
It was reported that during a splendectomy procedure, the device only fired some staples and then locked. There was no tissue section because the blade did not work. Another device was used, but the device also locked. There was no adverse patient consequence.